Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) device was explanted due to premature battery depletion. This device is not included in any advisory population and no adverse effects were reported. A new device was successfully implanted.

Event description:
--

Manufacturer narrative:
A new device was successfully implanted and this device has not been returned. When this device is returned for analysis or should more information become available to our company, a final report will be submitted.

Manufacturer narrative:
A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.